Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Additionally, it was reported that resistance was felt when filling multiple cartridges during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 245 mg/dl.

Manufacturer narrative:
Device not returned.